Event description:
It was reported by the user facility (B)(4) to terumo cardiovascular that during cardiopulmonary bypass procedure, the venous bag collapses itself while on pump. They were able to correct the problem by reducing rpms and tugging on the bag to open it again. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo is still investigating this issue and will be submitting a follow-up report when more information becomes available. For this reason, (B)(4).